Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: during investigation, the ok, contrast, up, down keys were intermittently responsive. The keypad was removed and there was contamination found under all the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad. This report is made based on results of investigation completed on 29-nov-2018.